Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2013 for a low blood glucose. Customer stated that she bolused for popcorn before bed but she did not eat the popcorn so now she knows not to bolus for food that was not eaten. Customer stated that the low blood glucose was self-inflicted. Customer's blood glucose was over 30 mg/dl at the time of admission. Customer woke up in the emergency room with someone injecting her. Customer stated that her husband could not wake up while she was sleeping, so he called the paramedics. The paramedics took her to emergency room. Customer was treated for her low blood glucose before being released.